Event description:
A physician reported a certas valve (ID 828814) and bactiseal catheter (ID ns0340) were implanted due to unknown reason via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. Cerebrospinal fluid is not flowing well therefore the device was explanted. The patient didnt experienced any signs and symptoms of obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h11. The bactiseal catheter (ns0340) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defects noted. The catheter was irrigated, no occlusions noted. Root cause - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or due to a kink in the catheter. According to IFU " complications of implanted shunt systems are mechanical failure, shunt pathway obstruction".